Manufacturer narrative:
This case was initially received via regulatory authority (norwegian medicines agency, reference number: (B)(4) on 19-oct-2020. The most recent information was received on 16-nov-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included multi gravida (3), parity 3, endometriosis and overweight. Nonsmoker. Heart/lung: unremarkable. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("chronic pain in varying locations"), breast pain ("breast pains"), arthralgia ("joint pains") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia ("she has had heavy periods, which got significant worse a few years ago") and vaginal haemorrhage ("mirena had some effect on the quantity of blood but she now has problems with spotting"). Essure treatment was not changed. At the time of the report, the pelvic pain, pain, breast pain, arthralgia, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, breast pain, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage with essure and mirena. The reporter commented: (B)(6) 2020 outpatient notes of gynaecology department, university hospital: pollen allergy, pulse 67. Patient reported she would like to have essure removed. Would also like a hysterectomy (laparoscopic supracervical hysterotomy) and salpingectomy. Planning a laparoscopic operation with removal of insert and uterus during the autumn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Gynaecological examination - on (B)(6) 2020: vulva, vaginal portion unremarkable. Intrauterine device threads in place. Upon palpation, normal sized anteflexed uterus, movable. Free adnexa. No infiltrates palpated. Pipelle taken.. Ultrasound scan vagina - on (B)(6) 2020: anteflexed uterus with even, narrow endometrium with intrauterine device in place. See essure micro insert in the correct place. Subserous myoma in back wall 2 cm. Echotomographic cyst 2 cm in right ovary which is located in the pouch of douglas, uncertain whether it is adherent. Left ovary normal. No free fluid. Movable intestine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality safety evaluation of ptc for essure. This case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain. Patient had a mirena (levonorgestrel intrauterine delivery system) inserted while using essure. The event is anticipated in the reference safety information for essure. Considering the present temporal relationship and the drug safety profile, the event was considered related to essure and not related to mirena. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on 19-oct-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. The patient's medical history included multi gravida, parity 3, endometriosis and overweight. Does not smoke heart/lung: unremarkable. On an unknown date, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 g per day, continuously. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("chronic pain in varying locations"), breast pain ("breast pains"), arthralgia ("joint pains") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia ("she has had heavy periods, which got significant worse a few years ago") and vaginal haemorrhage ("mirena had some effect on the quantity of blood but she now has problems with spotting"). Essure treatment was not changed. At the time of the report, the pelvic pain, pain, breast pain, arthralgia, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, breast pain, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage with essure and mirena. The reporter commented: (B)(6) 2020 outpatient notes of gynaecology department, gynaecology outpatients clinic, ulleval, oslo university hospital: pollen allergy, pulse 67. Patient report she would like essure removed. Would also like a hysterectomy (laparoscopic supracervical hysterotomy) and salpingectomy. Planning a laparoscopic operation with removal of insert and uterus during the autumn. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Gynaecological examination - on (B)(6) 2020: vulva, vaginal portion unremarkable. Intrauterine device threads in place. Upon palpation, normal sized anteflexed uterus, movable. Free adnexa. No infiltrates palpated. Pipelle taken.. Ultrasound scan vagina - on (B)(6) 2020: anteflexed uterus with even, narrow endometrium with intrauterine device in place. See essure micro insert in the correct place. Subserous myoma in back wall 2 cm. Echotomographic cyst 2 cm in right ovary which is located in the pouch of douglas, uncertain whether it is adherent. Left ovary normal. No free fluid. Movable intestine.. This case report refers to a female patient who had essure (fallopian tube occlusion insert) implanted and experienced pelvic pain. Patient had a mirena (levonorgestrel intrauterine delivery system) inserted while using essure. The event is anticipated in the reference safety information for essure. Considering the present temporal relationship and the drug safety profile, the event was considered related to essure and not related to mirena. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.